Event description:
The patient's generator was replaced. Impedance on the new implant was ok. No further relevant information has been received to date. No known surgical intervention with the suspect product has occurred to date.

Event description:
It was reported that the patient's device showed high impedance. Further information was received that the patient's device is showing normal impedance after 4 system diagnostic tests. No surgical intervention has been reported to date. No additional relevant information has been received to date.